Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was no longer taking a charge despite charging re-education and troubleshooting steps provided. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted ipg will not be returned.